Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient could feel the stimulation of new crt-d device. The problem was noted to be myocardial capture. Lead assessment and reprogramming the device were performed. Issue has resolved.